Manufacturer narrative:
Device had unresponsive buttons due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement accuracy test and displacement test or verify possible over or under delivery anomaly or communicate to carelink pro due to unresponsive button. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 497 mg/dl, 439 mg/dl. Customer experienced symptoms as nausea. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they allege insulin pump was under delivering. Customer stated drive support cap was flush. Customer was performed self test and high pressure test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.